Manufacturer narrative:
Currently there are no patient injuries associated with this event. The reported symptom relating to a water culture test was conducted on the system at 83% completion of the cycle on (B)(6) 2017; the results were recently returned and indicate the colony forming units were at 170/ml; however, was likely a result of human error. The system was serviced by cui and subsequent testing (sampling) conducted on (B)(6) 2017 (per the facility protocol) of the system at 83% completion of the cycle, finds no growth.

Event description:
The facility's infection prevention department stated that a water culture test was conducted on (B)(6) 2017. The results indicated that there were 170 cfu per ml.